Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets in drawer 1.1 were keep failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer had failed. A field service engineer inspected the device and reseated the row board cable at each cubie tray and at the drawer control board. The fse noted that the customer had already unloaded the drawer of all medications, which made verification difficult. The customer reported that the drawer showed hardware errors and random read right errors across various cubies in different trays. The fse removed and reinserted the cubies, verified their location using the hardware test application, and confirmed that the cubies operated properly. The system functioned as intended after the field service engineer repaired the device.